Event description:
It was reported that oversensing is happening even with the patient is sitting still. The lead is still in use. No patient complications were reported from this event. It was further reported that there was a question regarding the lead insulation. There was a switch to unipolar, with unipolar impedance higher than bipolar impedance of less than 200 ohms. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that oversensing is happening even with the patient is sitting still. The lead is still in use. No patient complications were reported from this event.